Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs0340 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the port needle was inserted for three days when the patient told the nurse that there was blood in the tube. It was stated that the extension tube was full of blood and was dripping. The needle was removed.